Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock from the patient's right ventricular (rv) lead. The rv lead had high impedance, oversensing, and a possible fracture. The rv lead was capped and replaced. It was also reported that the patient's implantable cardioverter defibrillator (ICD) had a header connector problem with the rv lead. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.